Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received several inappropriate high voltage shocks for noise oversensing. Inhibition of pacing was also noted due to noise. The cause of noise was unknown. The device was reprogrammed. The patient was stable before, during and after the programming changes.